Event description:
The customer said they had been obtaining high blood glucose readings on the device. They obtained a result of 285 mg/dl and took an extra pill. The device memory shows a result of 185 mg/dl. Customer said they passed out. An ambulance was called and the emergency medical technicians checked the glucose at 25 mg/dl. They were given a glucose IV. Controls were not used on the system. The device was replaced and requested to be returned for eval.